Manufacturer narrative:
Product complaint # (B)(4). Additional information was requested and was obtained. If further details are received at a later date a supplemental medwatch will be sent. Who applies the product (surgeon/assistant/nurse)? The surgeon. What prep was used prior to, during or after prineo use? Betadine (povidone-iodine), or chlorhexidine? Chlorhexidine. Was a protective, dry wound dressing such as gauze applied and was it applied only after the liquid topical skin adhesive has completely polymerized and the dermabond¿ prineo¿ is no longer tacky to the touch? They apply op site visible 30 seconds after glue applied. Type of dressing use on top of prineo (e.g. Honeycomb/opsite/gauze/crepe) op site visible. Was the application site cleansed thoroughly with saline or isopropyl alcohol to remove any remaining blood, fluids, or topical medications/anaesthetics, including skin preps, and then patted dry? Not initially but it is practice to do so now. Was a thin layer applied as per IFU? Yes. Was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? Yes. Did the applier change a fresh pair of glove prior prineo application? If there was blood on his glove. Any reported patient hypersensitive to cyanoacrylate, formaldehyde, or pressure sensitive adhesive and using relatable terms such as hypersensitive to bandages, tape, hobbyist glue, cosmetic eyelashes or artificial nails or any recent exposure? Some as stated. What does the reaction look like and how large of an area does the reaction cover? Red with pustules. Do you have any pictures of the reaction? No. Was the hydrocortisone cream used to treat the reaction prescribed or purchased over-the-counter? Prescribed. Other than the hydrocortisone cream, was there any medical or surgical intervention performed (re-operation; re-closure; prescription steroids; antibiotics prescribed)? If so, please clarify. Hydrocortisone cream for 1 week then developed cellulitis. Given course of IV cefazolin followed by oral clindamycin. What is the most current patient status? Healed. Can you identify the product code and lot number of the product that was used? No. No product will be returned. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent a knee replacement procedure on (B)(6) 2020 and topical skin adhesive was used. Noted allergic reaction to adhesive used to close wound, given hydrocortisone cream to use. Developed cellulitis and treated with IV antibiotics. Additional information has been requested.